Event description:
It was reported that during use, the respiration rate became 30 against the setting of 12. The high pressure alarm was generated. The circuit was replaced but the condition didn't change. Another device was placed on the patient and the problem was resolved. No patient harm reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.